Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with infection, and a reported green liquid that came out when sensor was removed, at the needle puncture site. The patient was brought to the hospital because of the infection and received a prescription of oral antibiotics, amoxicillin (dosage unknown). At the time of the report the patient was fine again. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.